Manufacturer narrative:
.

Event description:
It was reported that a dressing was too adherent to a patient's skin and could not be removed. When the device was eventually removed the patient's skin bled.